Manufacturer narrative:
(B)(4). Device UDI: plc201000j, lot/serial: (B)(4). Plc201000j, lot/serial: (B)(4). Pla280300j, lot/serial: (B)(4). Pla280300j, lot/serial: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprostheses. During the procedure, a distal type I endoleak and a proximal type I endoleak were observed and additional stent grafts were implanted to treat the endoleaks. The endoleaks were resolved and the patient tolerated the procedure. On unknown date, a follow-up imaging showed a possible distal type I endoleak from the left side. Also it was confirmed the proximal stent graft was compressed due to neck angulation. On (B)(6) 2016, the patient underwent a secondary intervention. The left internal iliac artery was coil-embolized and an iliac extender component was implanted from the left common iliac artery to the left external iliac artery to treat the distal type I endoleak. Additionally, a bare stent was implanted into the lower renal artery and an aortic extender component was implanted covering the renal artery to prevent a future proximal type I endoleak. A final angiography showed no endoleak and the patient tolerated the procedure.